Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Failure analysis investigation found that the tube extension pad printing had been removed. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, an unknown issue occurred on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.